Event description:
It was reported that, "patient was dislocating. Dr. (B)(6) implanted constrained liner to stabilize hip. Hip was reduced and closed. Converted hip to constrained liner."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.